Event description:
Reportedly, a 29mm mitral valve was explanted after an implant duration of 7 years, 3 months (87.77 months) due to calcification and recurring stenosis. Patient underwent a combined mitral and aortic valve replacement surgery in 2004. In 2009, the aortic bioprosthesis had to be replaced due to calcification (see report #2015691-2009-12104). In 2011, the patient again became symptomatic of mitral valve stenosis and had to undergo another mitral valve replacement procedure.

Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: device has been received for processing by our (B)(6) facility and has not yet been delivered to our evaluation lab site in the u.s. Comments have been provided by the surgeon but are not in english and have not been translated. Our records show that this patient had both aortic and mitral valves implanted as well as an annuloplasty ring in the tricuspid position on (B)(6) 2004. The aortic device was explanted in 2009 (see report #2015691-2009-012104) due to calcification which was confirmed by evaluation. A follow up report will be filed to include the evaluation results.

Manufacturer narrative:
Evaluation summary attached: the valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margin of leaflet 2, calcification was moderate. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 3-4mm. Host tissue is minimal to moderate at the stent inflow and the stent outflow. The x-ray demonstrates calcification. Method: x-ray. Additional manufacturer narrative: on (B)(6) 2011, the device was received for decontamination and evaluation. On (B)(6) 2011, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.